Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 52 mg/dl with nausea, shakiness and diaphoresis associated with an inadvertent infusion issue. During troubleshooting with customer technical support (cts), it was revealed that the pump emitted a low cartridge warning at the time of the bolus (10.65 units) delivery. It was reported that the patient assumed they did not receive that bolus, so gave an additional bolus (10.65 units) without confirming the previous delivery. The reporter stated that the patient¿s bg was 176 mg/dl before receiving the bolus and dropped to 52 mg/dl. Reportedly, the patient self-treated with oral carbohydrates and their bg was 82 mg/dl with no symptoms. It was reported that the patient resumed with the insulin pump at the time of the call and cts advised them to follow up with their healthcare provider if their bg continues to rise. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in not verifying in the bolus history menu that a bolus was delivered before giving another.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.